Manufacturer narrative:
Omit : g07001 - part/component/sub-assembly term not applicable.

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿alaris large volume pump was alarming. A nurse opened the chamber door and the fluid free flowed into the patient. The fluid was pitocin. The patient experienced tetanic contractions. Terbutaline was administered and the patient and her baby were unharmed." Bd received additional information through customer follow-ups. It was reported that the pump had a "missing platen." Although requested, the customer (risk manager) stated that the device was not sequestered, and nothing will be returned to bd. Bd requested the customer to locate the suspect device and educate the end users to inspect the pump module prior to use.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's maude database report from FDA which states, ¿alaris large volume pump was alarming. A nurse opened the chamber door and the fluid free flowed into the patient. The fluid was pitocin. The patient experienced tetanic contractions. Terbutaline was administered and the patient and her baby were unharmed." Bd received additional information through customer follow-ups. It was reported that the pump had a "missing platen." Although requested, the customer (risk manager) stated that the device was not sequestered, and nothing will be returned to bd. Bd requested the customer to locate the suspect device and educate the end users to inspect the pump module prior to use.